Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been using the purewick female external catheter at assisted living for almost one year and it had helped the patient avoid getting urinary tract infection. The patient was getting sore in private parts, and they quit using product for a couple of days which resulted in two urinary tract infections in november and one this past weekend . The customer asked if any other users of purewick got sores and what can be done about it. The patient had to go emergency room (ER) for urinary tract infection since stopping use. Also, the patient had stroke-like symptoms when they had urinary tract infection. The patient did not see doctor regarding sores. Representative informed wicks should be changed every 8 to 12 hours or after a bowel movement. Representative informed cleaning instructions such as to use cool water, dish soap, and facility use of enzyme cleaner. The patient was not sure what type of cleanser was used for daily cleaning of cannister and hoses. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Event description:
It was reported that the patient had been using the purewick female external catheter at assisted living for almost one year and it had helped the patient avoid getting urinary tract infection. The patient was getting sore in private parts, and they quit using product for a couple of days which resulted in two urinary tract infections in november and one this past weekend. The customer asked if any other users of purewick got sores and what can be done about it. The patient had to go emergency room (ER) for urinary tract infection since stopping use. Also, the patient had stroke-like symptoms when they had urinary tract infection. The patient did not see doctor regarding sores. Representative informed wicks should be changed every 8 to 12 hours or after a bowel movement. Representative informed cleaning instructions such as to use cool water, dish soap, and facility use of enzyme cleaner. The patient was not sure what type of cleanser was used for daily cleaning of cannister and hoses. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.